Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2013) is considered to be a best estimate. This emdr represents the ventralight st mesh (device 1). An additional emdr was submitted to represent the ventralight st mesh (device 2) and a additional supplemental emdr was submitted to represent the sepramesh ip (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided by patient¿s attorney and review of patient medical records: (B)(6) 2014 ¿ patient was diagnosed with large paracolostomy hernia thereby underwent laparoscopic assisted robotic repair with implant of ventralight st meshes (device 1 and device 2). Per operative notes, ¿in the right mid quadrant, a ventralight st mesh (device 1) was placed and tacked. And another piece of ventralight st mesh (device 2) was placed to overlap the area completely.¿ (B)(6) 2014 ¿ patient was diagnosed with recurrent parastomal hernia thereby underwent laparoscopic repair with implant of sepramesh ip (device 3). Per operative notes, ¿a large piece of sepramesh ip (device 3) was placed and anchored using sutures.¿